Event description:
It was reported that this lead was an attempted implant as it did not capture the ventricle during the procedure. No adverse patient effects were reported. The facility discarded the lead, so it is not available for return and analysis.